Event description:
It was reported by the customer, the coating was turning on the bending section/insertion tube of the evis lucera bronchovideoscope. The procedure was not impacted. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Additional issues were found. There was noise in the image. The lighting lens was cracked due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be smoothly inserted into the forceps channel. The channel cleaning brush could not be smoothly inserted into the forceps channel. The insertion part cover was crushed due to an external factor. The insertion part cover was buckled due to an external factor. The watertightness of the curved rubber adhesive was not maintained. Peeling (floating) of the curved rubber adhesive part was observed. There were scratches on the operation part, switch box, grip, angle lever, up/down plate, universal cord due to external factors. There was corrosion on the electrical connector contacts due to handling. The scope connector may be scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to the stress of repeated use, external factors, or handling. It is recommended that the user instructs the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.